Event description:
Boston scientific received information that this lead was explanted due to high thresholds. In an effort ot avoid future additional surgeries, the device was explanted at the same time. A new lead was successfully implanted in it's place without incident.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.